Event description:
The customer reported that they had an erroneous result for one patient tested for ion selective electrode (ise) sodium. The sample initially resulted as 162 mmol/l and this result was reported outside of the laboratory. The physician did not believe the 162 mmol/l value. The sample was repeated and resulted as 138 mmol/l. The repeat value of 138 mmol/l was believed to be correct. The customer refused to provide information on whether the patient had been adversely affected by the event. No adverse event was alleged. The customer refused to provide the sodium electrode lot number and expiration date. The field service representative determined that there was a hole in the cell wash evacuation tubing. He cut back the tubing and reconnected it. He ran calibration and quality control; results were acceptable.